Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not shock during a cardiac arrest call. The customer advised that the device would not shock during two (2) attempts. Medical personnel had to call for a backup device. Once the backup device arrived, it was connected to the patient to continue care. There was no adverse effects to the patient as a result of the reported issue, as the backup device was used to continue patient care.

Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio determined that the cause of the reported issue was due to the therapy pcb assembly. Physio replaced the therapy pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined the cause of the reported issue was due to a transistor, designator q7 on the h-bridge that was shorted. This short caused the device to deliver monophasic shocks and intermittently would not shock when prompted.

Event description:
The customer contacted physio-control to report that their device would not shock during a cardiac arrest call. The customer advised that the device would not shock during two (2) attempts. Medical personnel had to call for a backup device. Once the backup device arrived, it was connected to the patient to continue care. There was no adverse effects to the patient as a result of the reported issue, as the backup device was used to continue patient care.